Manufacturer narrative:
The manufacturer's reference #: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during an ivc filter placement in the left lower leg due to blood clots the filter, g34309, lot # e4614643 would not release when the button was pressed. The procedure was completed by using another of the same device. Additional information received on 15may2025: not being placed in the leg, it was being placed in the standard location, ivc. The entry point was the jugular vein, and upon depressing the blue button multiple times and realizing it would not deploy, the physician moved onto a second device. The problem device was disposed of in the sharps container, as it was already placed in the patient, and taken out. It is no longer available to return. Patient outcome: no unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: despite several attempts the celect-pt filter would not release from the jugular introducer, when pressing the release button. Another filter was successfully placed. The complaint device was not returned for analysis and therefore the exact reason for the difficulties encountered during attempts to release the filter from the jugular introducer cannot be determined. The instructions for use note that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated, but based on the information provided any reason would be pure speculation. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.